Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (1 gram once every 5 days), (ip) fortum daily (dose not reported) and heparin sucrose octasulfate (sos), (dose, route and frequency not reported). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.